Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of jufy8595 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported the crescent tricot pad separates from the sliding post retainer device.

Event description:
It was reported the crescent tricot pad separates from the sliding post retainer device. ¿sliding posts do no maintain the ability to slide¿ was there any patient harm reported? No.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the retainer detached from the statlock pad was inconclusive due to the sample condition. Two photographs were returned for evaluation of this complaint. One of the photos was of the device labeling which was printed with ref: pic0220 and lot: jufy8595. The other photo was of a crescent statlock PICC plus stabilization device. The device appeared unused as the liners had not been detached and no residual material was present on the device. The retainer was found on the tricot pad. No evidence of retainer separation was apparent in the returned photograph. As no damage was visible in the returned photograph, the complaint of a detached retainer could not be independently confirmed and will therefore be recorded as inconclusive. A review of the manufacture quality and inspection records for the specific lot involved found that no potentially related issues were encountered during the manufacture and assembly of the implicated product lot. This type of complaint will continue to be monitored as part of ongoing complaint trending.